Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed there was a beeping on boot-up and a red 'x' on for the generator. The led on the charge/discharge board was not lit. The log review showed multiple errors. The cause was due to the power tray not outputting to the generator. The power tray was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the x-ray was not initializing on the imaging system. The site received a red "x" on the pendant and the system was 'alarming'. The site turned off the imaging system. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: the suspect power tray was returned to the manufacturer for evaluation. The system was unable to be tested due to the power tray showing signs of electrical overstress.